Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 3. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and fistula. No further patient complications were reported.